Event description:
It was reported that the customer was hospitalized due to vomiting on (B)(6) 2011 and again on (B)(6) 2011. The customer stated that the events were related to her blood glucose levels. The customer also suffers from epilepsy and stiff person syndrome. The attending physician at the hospital stated that the vomiting may have resulted from an increase in epilepsy medication. At the time of the report, the customer was experiencing low blood glucose levels, with a blood glucose reading of 57 mg/dl. A few hrs earlier, the customer's blood glucose reading was 375 mg/dl and the customer was vomiting. At the conclusion of the report, the customer's blood glucose reading was 78 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The customer was using a medtronic reservoir, model number mmt-326a, lot number h7673062.